Event description:
It was reported that a patient presented to the emergency room (ER) due to shortness of breath, bradycardia, syncope and chest pain. Upon examination, it was noted that the right ventricular - rv lead exhibited loss of capture and episodes of noise. The rv lead was capped and replaced (B)(6) 2022. The patient was in stable condition.